Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same patient as MFR report #: 2134265-20009-07114 and 2134265-2009-07116. Same case as MFR report #: 2134265-2010- 05192. It was reported that following a stenting treatment procedure, the patient presented with in stent restenosis and thrombosis. The index procedure treated the 60% stenosed, 3.5x40mm de novo target lesion located in the proximal left anterior descending (lad) artery. Treatment utilized predilation with an unspecified 3.0x15mm balloon, placed two taxus liberte study stents (3.00x20mm, 3.50x20mm) and post-dilated with an unspecified 3.0x20mm stent delivery balloon resulting 0% residual stenosis. The patient was discharged on clopidogrel. In (B)(6) 2010, restenosis was found in the proximal lad. In (B)(6) 2010, re-intervention treated the 99% restenosed, 3.5x46mm target lesion with angioplasty and placed two non-bsc stents resulting in 0% residual stenosis. The patient was discharged two days later and the patient outcome was listed as resolved. Per the physician, the restenosis event was listed as "possibly related" to the study stent. Seven days post the index procedure the patient presented with unstable angina symptoms and was re-hospitalized with sub acute stent thrombosis in the proximal lad. Positive ECG changes were confirmed, and a target lesion revascularization treated the 99% stenosed, 2.0x15mm lesion with an unspecified balloon catheter resulting in 0% residual stenosis. Per the physician, the stent thrombosis was caused by the two non-bsc stents placed at the (B)(6) 2010 revascularization procedure, and the study stent was listed as "unrelated" to the thrombosis event.